Event description:
The user reported that, during a percutaneous coronary intervention, the tip of the catheter separated from the shaft in the femoral artery. The tip of the catheter was surgically removed. No further harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A follow up report will be submitted when the eval has been completed.